Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a stop button not working on the pumphead. It is unknown when or at what point in the process the reported condition occurred. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an inoperable stop key, and the root cause was determined to be a loose stop button cable. The stop button cable was tightened to repair the reported condition. Trend review determined that similar reports have been received by baxter. The root cause of this issue is being addressed under CAPA (B)(4). A follow up report will be submitted if additional information becomes available.

Event description:
The pt was being treated for gvhd of the gut. His last treatment was on (B)(6)2010. The attending physician reported the death was due to fungal sepsis and acute gvhd, unlikely related to ecp.